Event description:
Information received a smiths medical tracheostomy/silicone - bivona tubes adult aire-cuf trachs are defective. No adverse patient events reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Visual and functional testing were performed. Two samples were received in used conditions, without their original packaging and with their certificate of decontamination. The technician performed cuff symmetry test to the unit according to procedures. When the cuffs were inflated with 15 cubic centimeters cc of air, the cuffs inflated completely around the tube, but asymmetrical was seen. When the cuffs were measured using the rules of the percentage for the symmetry with the sample 1: 35.71% and sample 2: 37.93%. These results were over 33.3%, 0.333 1/3:2/3 that was the minimum acceptable for air cuff. Based on the test, the units were within specifications. The sample were tested on leak test. The test was performed under water procedure. No leaks were detected during testing. The reported issue was not confirmed. The root cause could not be determinate since the samples successfully passed leak and cuff symmetry test. No corrective actions were taken since the complaint was not confirmed.